Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving the air detected in cassette message on the cycler. Treatment was cancelled and solution was found to be leaking inside the cassette door. The cycler will be replaced.

Event description:
A peritoneal dialysis patient's contact reported receiving the air detected in cassette message on the cycler. Treatment was cancelled and solution was found to be leaking inside the cassette door. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed the following checks: patient sensor calibration check; mushroom head check; positive for glucose.